Manufacturer narrative:
(B)(4). Review of returned pre-implant cta¿s revealed that the patient had a type b dissection, beginning just caudal to the lsa, extending into the descending thoracic aorta distally to near the level of the renal arteries. The diameter of the ascending thoracic near the brachiocephalic measured 40mm. The proximal neck lumen diameter caudal to the lcca measured ¿ 33mm, and there was calcification seen along the inner curvature of the proximal seal region. A possible dissection entry tear was observed several cm¿s distal to the lsa. Near the top of the arch the true lumen diameter was ¿ 42mm, and along the descending thoracic ranged from 19 x 28mm, to 21 x 25mm, and was 27mm near the celiac. The abdominal aortic diameter was 20mm at the renals. Review of CT¿s from 2 weeks post-implant revealed that 2 valiant stent grafts were implanted in the patient. The proximal device was positioned just distal to the lcca, extending across the arch. The second device extended into the descending thoracic; 7cm distal to the 1st device. A retrograde type a dissection was seen beginning near the proximal stent graft bare springs. The proximal stent graft od measured 33 ¿ 34mm, was 34mm near the proximal overlapping junction, and 29mm at the distal stent graft. The stent graft was patent. No other obvious stent graft issues were observed. The cause of the rtad could not be determined from the images provided. Films during implant were not available for review. Unclear if procedure related. This may have been due to the patient¿s pre-existing condition; implanting in a patient with a type b dissection. The calcification seen along the inner curvature near the proximal seal may have also contributed to the rtad.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 30 cm long dissection. It was reported that the patient presented emergently approximately two weeks post index procedure with chest pain. A cta was performed and a retrograde type a dissection was identified. The physician performed an open repair to replace the patient's dissected ascending aorta, resolving the event. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Post-op CT scan. Ap slice view shows probable location of entry tear. No apparent damage or problem with the free flo stent. Probable entry tear appears in the same location as a free flo stent peak. Free flo stent is unconstrained at apices (38 mm diameter is flared out from native graft fabric diameter of 36 mm). This stent flare may have increased the interaction between the stent and the vessel wall, contributing to the observed dissection. The ultimate cause of the dissection is unknown at this time.